Manufacturer narrative:
The reported event could be confirmed, since wobbling was verified. However, potentially reduced functional limitations are usually identifiable during functional testing [required per IFU]. In case of any deviation, it should have been noticed prior to use. Based on verified condition [visible signs of damage] it could not be excluded that the case is rather related to undue force / impact from outside. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that during a left femoral nail procedure, the k-wires passed through the cannulae of the jig were not positioning properly. It was discovered that the shaft of the jig was rotating internally within the jig. The patient was converted to a competitor nail. Surgery was completed with a delay of approximately 15 minutes.

Manufacturer narrative:
The device has not been returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that during a left femoral nail procedure, the k-wires passed through the cannulae of the jig were not positioning properly. It was discovered that the shaft of the jig was rotating internally within the jig. The patient was converted to a competitor nail. Surgery was completed with a delay of approximately 15 minutes.